Manufacturer narrative:
The t:flex cartridge is contraindicated for use with products other than u-100 humalog® and u-100 novolog® insulins. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with u-200 insulin. However, tandem technical support was unable to verify if the fill estimate readjusted to an accurate number as the customer had disposed of the cartridge. There was no impact to the customer's blood glucose level. Multiple attempts were made to obtain if the customer's insulin gauge updated to a more accurate estimate after the delivery of 10 units; however, no further information was provided.